Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for closure separation was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of closure separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode closure separation. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® barricor¿ lh plasma blood collection tubes, the device experienced stopper creep out or loose closure. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: the inner rubber stopper stays in the tube while the hemoguard comes off in the decapping process.